Event description:
Mdt rep called to ask about the analysis status of the patient's ins that was sent in. Tss reviewed that they would reply via email once this was looked into. Tss responded to rep to pursue coverage of replacement ins thru warranty team. Tss responded to rep's email about when analysis would be complete. Tss will check back on analysis status in the coming weeks.

Manufacturer narrative:
Analysis information pli# (B)(4) product ID# (B)(4) analysis determined that the implantable neurostimulator (ins) had an intermittent telemetry link. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6): product type h3: device evaluation pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the original 97715 was explanted and replaced. The cause was not determined. The controller was functioning as intended. They even used an extra that rep had and known to be functions properly. The issue was resolved. Explanted device was received by the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having trouble with the controller locating the implanted neurostimulator since yesterday. Patient said they went in to get the device turned on yesterday, and the representative told them the implanted battery was completely dead when it shouldn't have been. Agent understood they had to go through passive recharge mode to pair controller and program ins. Agent asked, patient said they were told the implant battery should have been off. The representative was eventually able to program after 30-45min of charging the device and told patient to charge the controller and implant when they got home, but when patient got home they had trouble again with controller not finding the device and mentioned the implant was down to ~30%. Patient mentioned they could feel the stimulation with certain positioning, but couldn't do anything or connect the controller to the implant. Patient tried to adjust stimulation this morning, but the controller couldn't find device again; patient knew ins was charged and on to some degree, because they could feel stimulation in certain positions. Patient called another rep who tried to assist by having the patient reset the controller and begin recharging the implant again. During the night, they woke up with some pain and tried to increase stim, but it wasn't working again. Patient wound up having to take a pain pill and went back to bed. In the morning, patient texted another rep who also had them take the battery out of the controller and put it back in, then ultimately came back to the same issue, so the rep told the patient to contact patient services (pats). Agent had patient enter passive recharge mode (prm), and patient reported seeing numbers 77 low to 89 high with green light flashing. Agent had patient continue charging in prm for around ~15min and they still did not progress to normal batteries screens. Patient confirmed they could still feel stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent suggested the request a follow-up to have the pairing of their controller redone by the reps and to have the battery investigated to see pattern of charge and battery usage from stim ulation. Agent understood the ins had gone from 80-90% down to 30% fairly quickly the first day, so suspected the settings were high, causing ins to drain quickly. Patient explained to patient it seemed like the controller did not hold the original pairing information from setup, though, and that would need to be addressed first. Patient will continue trying to charge ins and contact healthcare provider (hcp)/reps for follow-up. Agent called patient back to gather serial number of recharger but there was no answer; agent left message; suggested serial can be supplied to reps when they meet again. On (B)(6) 2024 the rep said patient was able to recharge as normal, but since tuesday patient has not been able to recharge. Rep said patient can only get the passive recharge screen, numbers ranged from 93-97. Technical services(ts) had rep tried to disable and re-enable and did more passive recharge before resetting the neurostimulator(ins) again. Tablet still won't connect to the ins, controller won't connect using the clinician option. Ts recommend doing 4-5 more passive recharge sessions and if that still won't allow normal recharge then rep is to disable and re-enable. Rep to call back if normal recharge wasn't possible. If tablet connection is possible, rep is to capture data files. On (B)(6) 2024 ts followed up with rep and rep had patient go home to do passive recharge and patient has tried 4 times and device won't give normal recharge screen. Rep to meet with patient again. On (B)(6) 2024 rep said patient had tried 9 passive recharge with them and patient then did 4 more passive recharge at home and device never recharged normally and rep couldn't connect with tablet. The call was made to have the implant replaced. Surgery is to occur on (B)(6). Rep to send back the neurostimulator after replacement.